Event description:
Additional information was received from the patient's spouse two months later, that the patient expired following the lead revision procedure. The field representative was contacted and upon discussion with the physician, noted that the patient expired soon after the procedure. It was noted on the operative note and patient's death certificate that the cause of death was non-ischemic cardiomyopathy. The physician noted the death was not related to the lead revision procedure.

Event description:
Boston scientific received information that this left ventricular lead displayed pacing impedances of greater than 2500 ohms. It was reported that the lead had fractured. A lead revision procedure was performed where the lead was cut and capped. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly inspected and analyzed. The lead was returned severed with the tip missing. The polyurethane was bent at 259 and 263 millimeters (mm) from the terminal pin. The inner insulation was worn at 255, 259 and 263 mm from the terminal pin while the outer insulation was puckered from 205-213 mm from the terminal pin. The lead was fractured 395 mm from the terminal pin. Stretched conductor coils were noted 488-1408 mm from the terminal pin. Dried body fluid was noted throughout the entire lead lumen. Electro-cautery damage in the form of melted insulation was visible on the lead. No further testing was performed. The clinical observations of high impedance measurements and lead fracture were confirmed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.